Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges infection, surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient had infection due to the mesh and removal of mesh occurred in 2017. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient had infection due to the mesh and removal of mesh occurred in 2017. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 ¿ patient was diagnosed with right lower quadrant incisional hernia thereby underwent laparoscopic repair with implant of composix e/x (device #1). Per operative notes, ¿a composix e/x mesh (device #1) was placed in the abdomen and tacked.¿ (B)(6) 2017 ¿ patient was diagnosed with infected ventral hernia mesh thereby underwent laparoscopic repair with removal of composix e/x (device #1). Per operative notes, ¿lysis of adhesions was completed to expose the infected ventral hernia mesh with associated titanium tacks. The bowel densely adherent to composix e/x (device #1) was taken off of the anterior abdominal wall and an abscess cavity was noted between mesh and abdominal wall. The remainder of infected mesh was removed.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent rlq incisional hernia and epigastric hernia thereby underwent robotic assisted repair with implant of ventralight st (device #2). Per operative notes, ¿extensive lysis of adhesions of the abdominal wall. The hernia defect of the epigastric region was closed primarily with sutures and hernia defect in right lower quadrant was repaired using a ventralight st (device #2) with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges infection, surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.